Event description:
Customer reported that the sensor did not do anything. She stated that she did not want to have any alarms on the insulin pump. The blood glucose reading was 291 mg/dl. Customer treated with a bolus. Customer was assisted in calibrating the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.